Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon leaked and there is a visible pinhole noted on the balloon material. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.